Event description:
It was reported that the customer's sensor gave a low reading of 70 mg/dl, triggering the insulin pump to threshold suspend, while the patient's blood glucose was between 120 and 130 mg/dl. Lost sensor alarms were also reported. Troubleshooting was declined. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.